Event description:
It was reported that a distributor's customer experienced rapid battery depletion in their device. There was no reported impact to the customer's blood glucose level. No further information was available.